Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.

Event description:
A patient was enrolled in the study in 2007 with 3-vessel disease. The main indication for the intervention was stable angina pectoris. The lesion initially treated was in the mid circumflex. A 2.5 x 23mm cypher select plus stent was electively implanted at 20atm. During a six month follow-up, in early 2008, the patient reported experiencing angina pectoris. The patient was compliant with his medications. Approximately six months post index procedure, on ten days later, the patient had increased angina pectoris and a staged procedure/re-pci was performed. It was noted that the stent originally implanted had 80% restenosis. This lesion was treated with balloon dilation only. Approximately eleven months post index procedure, on five months later, the patient experienced severe chest pain; under dialysis. Biomarkers showed a non q-wave acute myocardial infarction, thus a staged procedure/re-pci was performed. It was noted that the stent originally implanted had 85% restenosis. There was no evidence of stent thrombosis documented. The lesion was treated with balloon dilation only. Approximately on year post index procedure, on the following month, the patient reported experiencing angina pectoris. The patient returned for a staged procedure/re-pci, with 85% restenosis of previously treated vessel. It was noted that the patient experienced a non q-wave myocardial infarction. There was no evidence of stent thrombosis documented. The lesion was treated with a 2.75 x 23mm cypher select plus stent. The pt's baseline medications included aspirin, statins, ace inhibitors and beta-blockers. The pt's intra procedure medications included aspirin, clopidogrel and heparin. The pt's post procedure medications included aspirin, clopidogrel, insulin, statins and ace inhibitors.